Event description:
Procedure: cholecystectomy. According to the reporter: re-operation for a bowel leak. The surgeon stated that the clips were not holding to the vessel. To correct the problem, the doctor had to insert a stent. No other information provided.

Manufacturer narrative:
(B)(4)